Event description:
It was reported by the affiliate that the (1) 355ld was used during a laparoscopic adhesiolysys procedure. It was reported that the safety reset button would not set properly. The case was completed with another instrument and there was no consequence to the pt.